Event description:
Information was received based on review of a journal article titled, "the oxford medial unicompartmental arthroplasty" which aimed to report the ten-year survival of knees with anteromedial osteoarthritis and normal acls treated by unicompartmental replacement using the oxford prosthesis, manufactured at biomet. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised due to pain, infection and loosening on an unknown date 2.2 years following the initial procedure. All components were removed and replaced with a total knee. Patient further underwent a two-stage revision due to persistent infection.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by murray dw, goodfellow jw, o'connor jj in j bone joint surg br. 1998 nov;80(6):983-9. PMA/510(k) number. Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02956 which referenced a journal article written on a study that this patient took part in.